Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, morphine, and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient stated that he was calling because he wanted to verify where the correct location for a catheter would be for a pump implant. He explained that when he first had the trial, he was able to walk and then after implant he was not able to. He believed that the catheter location affected the location of the drug that he got. He stated that he recently had the catheter replaced to try a different location (t10-t11) to get different therapy because he was feeling the drug in his feet and was trying to get it in his hip and lower back. When he felt it in his feet, it resulted in him crashing while driving and then he lost a year of his life and he felt crippled due to the pump not working as it was supposed to. Since the catheter was moved, he felt better, but still felt that the medication was not in the right location. His pain management was better since the catheter was moved, but he was still not happy. He stated that he was second guessing the catheter placement by the doctor and wanted to get our medical input. It was explained to the patient that we cannot provide medical advice and the he would need to follow-up with his healthcare provider. He then stated that he wanted his call to be confidential. He asked that no follow-up be conducted with him or his doctor in any way in regard to his call.